Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16571. It was reported that patient experienced ineffective stimulation as patient was only getting unilateral leg stimulation. Targeted pain pattern is bilateral leg pain. X-rays were taken of the leads which showed the leads remain in their original placement. Surgical intervention was undertaken on (B)(6) 2022; however, the product was unable to be revised. Additional surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section d6b - date of explant is unknown.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted at an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.